Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Correction to field h9 correction/removal reporting.

Event description:
It was reported that this pacemaker has depleted from 5 years down to 4 years battery remaining as per recent checked. Engineering analysis was requested and showed that the patient had some recent persistent atrial fibrillation (af) that increased the power consumption temporarily. Additional information received which indicated that this device had an unexpected drop in longevity over the past year. An analysis confirmed that the power consumption was in increasing in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed device atmosphere. A recommendation of device replacement was initiated. As of this time, this device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker has depleted from 5 years down to 4 years battery remaining as per recent checked. Engineering analysis was requested and showed that the patient had some recent persistent atrial fibrillation (af) that increased the power consumption temporarily. Additional information received which indicated that this device had an unexpected drop in longevity over the past year. An analysis confirmed that the power consumption was in increasing in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed device atmosphere. A recommendation of device replacement was initiated. As of this time, this device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker has depleted from 5 years down to 4 years battery remaining as per recent checked. Engineering analysis was requested and showed that the patient had some recent persistent atrial fibrillation (af) that increased the power consumption temporarily. Additional information received which indicated that this device had an unexpected drop in longevity over the past year. An analysis confirmed that the power consumption was in increasing in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed device atmosphere. A recommendation of device replacement was initiated. As of this time, this device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker has depleted from 5 years down to 4 years battery remaining as per recent checked. Engineering analysis was requested and showed that the patient had some recent persistent atrial fibrillation (af) that increased the power consumption temporarily. Additional information received which indicated that this device had an unexpected drop in longevity over the past year. An analysis confirmed that the power consumption was in increasing in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed device atmosphere. A recommendation of device replacement was initiated. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.